Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The t-handle ball hex screwdriver 8mm (p/n: 03.010.517, lot number: l750688) was received at us cq. Visual inspection of the complaint device showed no damage to the device. This complaint is not confirmed as no damage is observed and the device can assemble/disassemble with a returned mating device. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.517. Lot: l750688. Manufacturing site: hägendorf. Release to warehouse date: 27 feb 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient had a normal im tfna procedure on (B)(6) 2020, the helical blade was inserted and determined to long in length. Helical blade was extracted using the extractor (03.037.032), however, noticeable damage done prior to the procedure on the extraction instrument that the slide hammer comes into contact with (03.037.032) was noticed. Used the extractor without that component that the slide hammer comes into contact with. Helical blade was swapped for an appropriate length. Procedure preceded until set screw needed to be tightened down. At this time the flexible screwdriver ( 03.037.028) was used and unusual audible noise. The set screw engaged took several attempts to lock. No noticeable damage was noticed to the flexible screwdriver prior. The next component that failed was the connecting screw (03.037.010) and ball tip screwdriver (03.010.517) would not release the nail of the insertion handle. There was a screeching audible noise heard as well as much torque needed to finally detach the nail off the insertion handle. Nail may have been damaged on insertion. The nail may have been cross threaded on assembly onto the handle which gave the problems of engaging the set screw and removing the handle off the nail. As well as prior damage before the procedure. No direct patient impact and except for adding surgical case time. The procedure was successful completed with 10-15 minutes surgical delay. Patient status is unknown. This complaint involves ten (10) devices. This is report 3 of 10 for (B)(4).